Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. During functional testing, the endoscope failed during initialization. The root cause of the issue was not determinable/applicable. There were also additional findings that were not reported by the site: the camera instrument was found to have a cracked window distal and a damaged endoscope tip. The root cause was attributed to mishandling/ misuse. The camera cable was found to have flash drive corruption. The root cause was attributed to a component failure. The camera instrument adapter was found to be dislodged. The root cause was attributed to manufacturing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided. A review of the instrument log for the 30 degree endoscope (part# 470057-05/ lot# sf2002182) associated with this event has been performed. Per logs, the endoscope was last used for a procedure on (B)(6) 2021 using system (B)(4). The endoscope had 1971 remaining usable lives with no subsequent use recorded. This complaint is being reported because the xi 30 degree endoscope was found with a dislodged camera instrument adapter component during failure analysis, with no evidence of mishandling or misuse. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during of a da vinci-assisted sigmoid colectomy surgical procedure, the customer noted that the camera control unit was replaced and there was a continued issue of the system not recognizing the 30 degree endoscope. The customer unplugged and plugged in the scope several times. The customer cleaned the scope connector as recommended but there was still no image from the scope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.